Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was no longer working and they were experiencing recurring incontinence. Surgical intervention was performed to explant the device during which, a hole in the balloon with resultant fluid leak was identified. There were no additional patient complications reported.